Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue had been resolved. The patient had turned up the stimulator and forgot to turn it down. They were educated and the upper limit of ma were controlled so the patient wouldn't do this again.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). Patient mentioned, they saw a manufacturer representative 'last week'. Then stated, 'last thursday or friday', because they were having a problem with their implanted neurostimulator battery. When agent inquired event date, patient stated, actually the issue was not with the battery, but they were getting shocked at first and called the rep who came out and took care of it. But, did not provide further information. Due to nature of call and patient's difficulties answering questions. Agent did not attempt to further clarify, notify date. Patient stated, hcp's name. Asked unknown, but stated, 'I talk to the rep more than anyone else'.